Event description:
It was reported that the inner shaft and the nut for the cup holder had fused together. It was reported that the units had been in service for three months.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9610726-2011-00240.